Event description:
It was reported that during reprocessing the da vinci si monopolar cautery instrument shaft was noted to be splintering. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .050 x .140 piece missing roughly .550 above the snake wrist. Engineering also found a kinked flush tube. The housing was removed to find the flush tube with two kinks in the backend. The kinks were located in the area between the gimbal plate and the roll gear. The kinks reduce flushing capability. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.